Manufacturer narrative:
The investigation is ongoing at the time of this report. A follow up report will be submitted upon completion.

Event description:
On (B)(6) 2014 a home therapy nurse reported that during a routine home hemodialyse treatment, pt (B)(6) experienced shaking, chills abdominal cramping, and severe back pain. A bolus of 400cc of saline was administered and the pt was transported to the ER where he became febrile and was treated with intravenous antibiotics, vancomycin 1 gm, fortaz 2 gm.